Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported the mitraclip procedure was performed on (B)(6) 2019, to treat functional mitral regurgitation. Two clips were implanted (xtr, ntr). The procedure was successful, without complications. On (B)(6) 2020, echocardiogram was performed, echo images showed the ntr clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda) and mr increased to 4. On (B)(6) 2020, a second mitraclip procedure was going to be attempted; however, due the location of the previously implanted clips and location of the jet; there was no room to place additional clips; therefore, the procedure was not performed, aborted. No devices were advanced in the anatomy. No clips were implanted, mr remains at 4. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The patient effect of mitral regurgitation as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a cause for single leaflet device attachment/slda could not be determined. The mr was an outcome of slda. There is no indication of a product issue with respect to manufacture, design, or labeling.